Event description:
It was reported that the right ventricular (rv) lead post-operatively dislodged and had perforated the ventricle, resulting in cardiac tamponade. The lead was repositioned and remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).